Event description:
This is being filed to report a clip getting caught in the chordae, chordal tear, inability to remove the clip, and the clip being implanted on the chordae. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to and positioned on the mitral valve. However, about 20 seconds following deployment, the clip was noted to open from 20 to 80 degrees. The clip was stable on both leaflets. To further reduce mr, a second cds was advanced to the mitral valve. While in the left ventricle, the clip became caught in the posterior chordae tendineae. The clip could not be removed and was implanted on the chordae. Following clip deployment, a tear in the chordae was noted. The procedure concluded with mr reduced to 3. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device is filed under separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the clip becoming caught on chordae could not be determined. The reported patient effect of implanting the clip on the chordae appears to have been a resulted from the clip getting caught on the chordae. The reported patient effect of chordal tear resulted from troubleshooting maneuvers used to remove the clip from the chordae. The reported unexpected medical intervention of implanting the clip on the chordae was a result of case-specific circumstances. In addition, unspecified tissue injury is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.